Event description:
The hcp reported the pt was experiencing symptoms that were consistent with intermittent under and over infusion. The pt was reported to be very sensitive to baclofen. At refills, the expected and actual reservoir volumes were reported to match. A contrast dye study and a nuclear indium study over 3-4 days were done and negative.